Event description:
Information was received from a patient implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the implant does not seem to be very effective for them anymore. It was stated that the implant at first gave their life back for the first couple of months following implant. However, now after the healthcare professional (hcp) makes adjustments the patient is shaking by the time they get home. They believe the issue may be related to the elevation and inquired as to what they should do. It was noted that they are gradually getting worse, with them on sepra medication for the last 10 days prior to date notified. The patient believed the implant would be the end all for their condition, but now they are struggling and shake so bad they can't really program the device themselves. On the call reprogramming was attempted and the patient is to follow up with their hcp to try more programs. No further complications are anticipated.